Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), the right ventricular lead integrity alert was triggered, and the unexpected delivery of a ventricular tachyarrhythmia therapy. Analysis of the device memory indicated an r-wave amplitude measurement issue. This device was included in a field action. Based on the information received and without the return of the product, it could not be determined if this device performed as described in the field action.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to noise oversensing. The lead was suspect of a fracture. The lead was programmed off. The lead is scheduled for a lead revision in which it will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.